Manufacturer narrative:
(B)(4). Information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, it took a long time for the second tone to sound. The second tone indicated that tissue had transected and sealed. When the tone sounded the vessel bled. This happened for a period of ten minutes to a number of vessels. Surgeon changed to a new harmonic device and the same thing happened. Surgeon decided to use a competitor product (ligasure) to complete the procedure. No further information was provided. Devices have been discarded.